Event description:
It was reported that the initial catheter was revised because of catheter dislodgement (confirmed by CT). Two days after the catheter revision the pt got an infection and the system was explanted completely. The pt showed a temperature around 38 degrees, a headache and more back and leg pain two days after the catheter revision. The liquor showed a small amount of a bacteria. All these symptoms are similar to the symptoms of a meningitis, therefore the pump system was explanted. The pt had been treated stationary. The device delivered morphine. The pt was still in the hospital but felt better, but he still suffered from pain.

Manufacturer narrative:
(B)(4).